Manufacturer narrative:
The drive support cap was inspected and no anomalies were noted during visual inspection. No unexpected no delivery alarms were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The operating currents were within specification. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been getting a no delivery alarm since last night. Customer's blood glucose was 437 mg/dl. Customer stated that she wasn't getting any insulin. Customer stated that the drive support cap is flush and the pump was dropped. Customer treated with a bolus of 9 units and stated that she is going to the doctor today. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.